Event description:
It was reported that, the patient was having pain so the surgeon revised.

Manufacturer narrative:
Evaluation: review of the device history record indicates all devices accepted into final stock met specifications. Review of the device history records indicates all devices accepted into final stock met specifications. The device was returned, the mar concluded - the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The side most affected was found to be a cr-co-mo alloy consistent with an astm f1537 alloy 1 material. No material or manufacturing defects were observed on the surfaces examined. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.